Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had been experiencing high blood glucose. The customer stated her blood glucose level had been at 300, 400 and 600 mg/dl. She mentioned she had been changing the settings on her own. The customer also reported that the insulin pump alarmed no delivery. Blood glucose at the time of the alarm is unknown. The customer indicated that she went to the doctor and the doctor recommended to get the insulin pump replace. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No excessive no delivery alarm noted. All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump was received with cracked reservoir tube lip, minor scratched display window and cracked case at the display window corner.